Event description:
The channel through which levophed was running turned off by itself with no alarm or warning. Patient's bp dropped to 60/20. The cardiac monitor alarmed; this is how the malfunction was discovered. Medication was restarted.